Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, and therefore serial number, unavailable. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that prior to the start of a case, the site discovered the screw that attached the tracker to the universal drill guide (udg) was missing. There was no patient present when the issue was discovered and the site completed the surgery using a different tracker. There was no reported delay to the case.